Event description:
It was reported that when using the bd pyxis¿ es server, the station entered disconnected mode and critical override. The customer reported a failed hardware condition, with the device displaying as disconnected. Recovery and reboot attempts were performed; however, the issue persisted. The customer further reported that all cubies were failed on the affected station. This issue was isolated to one station and resulted in a delay in medication dispensing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and in critical override. A technical support specialist created a task to purge the old backup database from drive e, verified that the carefusion coordination engine (cce) server was up and running, checked communication and confirmed that mbm feeds were connected with the appropriate remote internet protocol details, reviewed message tracing and confirmed that messages were transmitting normally. The system functioned as intended after the technical support specialist troubleshot the device.